Manufacturer narrative:
The reported events of ¿lead insulation damage due to wire¿ and ¿some problem with lead also as lead had some obstruction in lumen¿ were confirmed. A complete lead was returned in one piece. Visual examination found the insulation was perforated by the guidewire, the inner coil was damaged and ptfe coating of the guidewire was noted within the lead body and clogged in the inner coil located at the distal region of the lead consistent with procedural damage. The cause of the reported events was isolated to procedural damage. Unable to perform guidewire insertion/removal test due to the damaged inner coil and the ptfe coating of the guidewire clogged in the inner coil.

Manufacturer narrative:
Correction, section e2: checked "yes" for health professional.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the guidewire had failed to advance in the left ventricular (lv) lead resulting in insulation damage. The lv lead was removed and replaced. The patient was in stable condition.